Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to wide glucose range and diabetic ketoacidosis on (B)(6) 2018. Blood glucose was unknown. Customer also stated that due to gastroparesis he was hospitalized on (B)(6) 2018. The product will not be returned for analysis.